Event description:
It was reported that the patient experienced syncope. Upon interrogation, the ventricular lead exhibited intermittent loss of capture. The lead was capped and replaced. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).